Manufacturer narrative:
The t:slim g4 pump user guide states: after tubing fill is complete, when the pump returns to the home screen, an estimate of how much insulin is in the cartridge is displayed in the upper right portion of the screen. After 10 units are delivered, an actual number of units remaining in the cartridge will be displayed on the home screen. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the fill estimate was noted to be inaccurate. The customers blood glucose (bg) level was impacted above (300 mg/dl) the customer took a bolus to stabilize bg level. Reportedly, the customer did not go through the proper load sequence when changing cartridges. The customer changed cartridge and did not perform fill tubing and fill cannula steps and thought the pump would estimate the insulin in the new cartridge automatically. The customer was instructed on the load process and was able to successfully load a cartridge and resume insulin delivery.